Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was returned for service. The database showed quality notification #(B)(4) was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). After investigation, the device module run time was created by company employees. This device meets the criteria per (B)(4) out-of-box failure processing document # (B)(4) for restocking back to finished goods warehouse. (B)(4). Problem description: error code 13-1064-1227, domain: swa, class: unit info. ID. Description: 8100, lvp m2 lab observations (condition of unit as received): the module was in good condition. Investigation summary: failure mode history: during "pm" programming, process was interrupted. Causing flash program to be corrupted. Lvp will boot with error code 13-1064-1227. Solution: re-flash lvp. Note: lvp was flashed in the ops lab, but may not be the m2 pmg. Conclusion: lvp to be re-flashed by m2 production line or appropriate station. Rework: re-flash lvp disposition: route to service for normal process